Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead demonstrated reduced r-wave amplitude and loss of capture. The patient was subsequently brought to the clinic, where programming changes were performed. Thereafter, the rv lead was explanted and replaced. No patient consequences were reported.